Manufacturer narrative:
(B)(4). This report was not confirmed. Based on the information gathered during baxter?s investigation, the cause of the system error 2240 was due to air being sucked into the disposable because the supply bag came disconnected from the supply line. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Review of the labeling reveals the homechoice apd systems at-home guide contains sufficient labeling for the user error in this complaint. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell 2 of 4. The hp stated, she took a sleeping pill and woke up to the alarm. The technical service representative (tsr) assisted in clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup. The tsr advised the hp to end therapy and contact her nurse. The hp confirmed to finish therapy with manual supplies. The tsr reviewed proper procedures per the user manual with the hp. The patient was involved but there was no patient injury or medical intervention reported.